Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer stated display was not blank for less than 30 seconds and did not returned after restart. Customer assisted with troubleshooting for blank display and display did not returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).